Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6). Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implanted neurostimulator(ins) battery is depleting faster than it used to for about a week to two weeks. Patient stated they charge the implant to 100% and the implant only lasts for 2 days and then they have to charge again. Patient stated they go to a pain clinic at the hospital. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharging antenna. Patient started charging the implant and getting passive recharge screen. Unable to connect to ins to charge, taking long time to connect to charge the ins. Patient service confirmed patient did not have a fall or trauma. Patient is able to start recharging the implant with excellent quality, controller 100%, implant red. The issue was not resolved. A request was sent to the repair department to replace the recharger device. Agent recommend monitoring the device. Agent reviewed device function and recommend patient consult with healthcare provider for next steps.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that unit was not charging like it should. The patient reported calling about it and was sent a new device and so now they go and see a manufacturer guy to see about getting battery replaced.